Manufacturer narrative:
Further investigation cannot be pursued because there is no lot number and product was not returned. Trend code analysis is performed in the monthly complaint review. The inratio monitor is expected to be returned. Investigation will be performed if/when the monitor is returned.

Event description:
The patient self tester's son paul called in on her behalf. He reported a variance between the inratio inr result and the poc inr result and lab inr result. The results were as follows: (B)(6): inratio=1.3, poc=3.3, (B)(6) : lab=3.0. The patient self tester's therapeutic range is: 2.0-3.0. The patient self tester added multiple drops of blood and touched the sample well with her finger when adding the sample.

Manufacturer narrative:
Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio pt monitoring system (monitor) model #: removed inratio pt/inr test strip and added the monitor model 100007 included serial number of the monitor as above. Concomitant medical products: removed the monitor as a concomitant medical product and added the inratio pt/inr test strips 510k #: removed the inratio pt/inr test strip 510k # k092987 and added k072727 to reflect the inratio pt monitoring system. Labeled for single use? Changed from "yes" to "no" since the monitor is not a single use device usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device. Investigation/conclusion: the monitor associated with the complaint was returned for investigation. Retain strip investigation was not performed on the returned monitor. The recovered impedance curve associated with the customer's inratio inr result of 1.3 from (B)(6)2015 exhibits curve abnormalities. Abnormal curves may cause the inratio monitor software to generate an incorrect or discrepant inr result. This issue is related to the software on the monitor and was addressed in CAPA-(B)(4). Donor testing of the monitor was not necessary due to an abnormal impedance curve identified as the cause of customer discrepant result. Thermistor testing was performed on the returned monitor with passing results. Improper techniques were identified in the complaint. These may contribute to unexpected results. As a result of CAPA-(B)(4), a new monitor software is being designed that will produce error codes when abnormal curves are detected.